Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device could not be interrogated with the wand after two weeks it was implanted. The physician tried different room, programmer and wand, but these attempts were failed. Radio frequency (rf) was not tried since rf antenna was not available. Patient's daughter stated that the device was interrogated via wand after the implant procedure, but the clinic was unable to verify. The patient would be scheduled to come to clinic for further investigation. The patient was stable.

Event description:
New information received notes that the device was able to be interrogated with the wand when it was placed over the device. The patient was stable.